Event description:
It was reported that the right atrial (ra) lead channel was absent and intermittent. The implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) that did not convert so a shock was delivered that converted the arrythmia. There was undersensing noted. Programming changes were made for this device. This ra lead remains in service. No adverse patient effects were reported.